Manufacturer narrative:
Manufacturing site evaluation: samples received: 4 unopened racepacks. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed, there are no units in stock. Tested the knot pull tensile strength of the samples received and the results fulfill the OEM requirements. A minimum of five samples would be preferred because is the minimum number of units that are required by the pharmacopoeia. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. As stated in the instructions for use of the product: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: complaint is not justified. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Thread broke during surgery it ripped and broke.